Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
The caller alleged that a lancet from the accu-chek fastclix drum was exposed out of box. The wife reported that the customer had received the meter kit in april 2016 and it has never been opened/used. The customer's wife inserted her hand into the pocket carrying case where the lancet drum was located, and she received an accidental fingerstick. The wife observed that 3 lancets had fallen out of the fastclix drum and were laying inside the pocket. No medical treatment was required.